Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and company representative (rep) regarding a physician programmer. It was reported that the rep was seeing service code 338 in the synchromed app and needed assistance. There were no known environmental or external factors that may have caused or contributed to the event. Diagnostics/troubleshooting included confirmed the device in aw, updating apps that were out of date successfully, clearing cache in synchromed app, and restarting the tablet. The issue was resolved at the time of the report.